Event description:
It was reported that the pump malfunctioned after being dropped, displaying a malfunction code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the faulty pump, providing instructions for backup therapy with mdi and advising on the updated software for the new pump. The customer received guidance on sensor usage and understood the return procedure for the malfunctioning pump, which would be sent back to tandem using a pre-paid label.